Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot number l459694. Manufacturing location: (B)(4). Date of manufacture: 21.jun.2017. Expiration date: 01. Jun.2027. The review showed that there were no issues during the manufacture or sterilization of the product that would contribute to this complaint condition. No non-conformances were generated during the production or sterilization of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the reported device was used in the surgery on the femoral trochanter on (B)(6) 2017. During the procedure, the blade interfered with the nail. As a result, the blade was broken. No delay in surgery or adverse consequence to the patient was reported. The procedure was successfully completed. Concomitant device: 1x 472.100s / 9889163 (pfna-ii - prox. Fem. Nail ø 9.0 mm, l 170 mm). This is report 1 of 1 for com - (B)(4) .